Event description:
Taxus express post market surveillance study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. The index procedure treated the 75% stenosed 3.5x15mm target lesion located in the distal left circumflex (cx) artery. Treatment placed a 3.0x12mm taxus express2 stent at 16 atms and post dilated with an unspecified 3.0x8mm balloon at 20 atms resulting in 10% residual stenosis and timi 3 flow. A 5000u of heparin was administered. The patient was discharged the next day on bayaspirin, panaldine and persantin. No angina was confirmed at the 1 & 6 month follow up visits. At 259 days post procedure, the patient presented to the hospital. A shadow in the left lung was diagnosed to be deglutition pneumonia. On the same day, chronic cardiac failure became worse and 33500u of heparin was administered. The cardiac failure was not related to the study device or antiplatelet. A ventilator tube was inserted into the patient's windpipe and bayaspirin was stopped until day 261. An additional 32000u of heparin were administered on days 260 and 261 and 10000u of heparin on days 262 & 268. The patient's condition improved, and was discharged into a rehabilitation facility on day 308. On day 397, the patient went home. It was reported at a later unknown date, the patient had expired. The cause of death is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.